Event description:
Acct. States that when they were injecting the radioactive contrast, a "bubble" formed on the side of the distal injection. Site. States they use a 3cc syringe to inject the contrast. No pt. Injury reported.